Manufacturer narrative:
A ge service representative performed an onsite investigation. The f1 fuse was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a charger failed error message. It is likely that when this message is displayed the system will not operate. There is no report of injury or death associated with the event described in this complaint.